Event description:
The risk manager from the hospital, reported the following event: the nail was implanted in 2008. There was no bony consolidation. The patient had a revision to remove the nail and implant a plate.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.